Manufacturer narrative:
The hardware device was received by belmont for evaluation on april 26, 2019. The investigation is not yet complete. A follow-up report with all additional relevant information will be submitted upon completion of the investigation.

Event description:
Our distributor received a complaint from the user facility and reported that during a case, the unit turned off by itself during the priming process. The staff was unable to power it back on. Another unit was brought in to finish the case and the patient was not harmed.